Manufacturer narrative:
The device involved in the reported event was not returned for evaluation therefore we are unable to determine the root cause of the problem. The lot/device manufacturing records were reviewed and found to be acceptable. Based on all information, no causal factors can be determined and no conclusion can be drawn.

Event description:
A report received from a healthcare professional in (B)(6) indicated that the vit cutter did not cut correctly during the procedure. There was no report of injury or consequences to the patient.